Event description:
Complainant alleged that during biomed testing the device's display blanks out and was unable to charge defib. Complainant indicated that there was no pt involvement in the reported malfunction.